Event description:
Related manufacturer reference number:1627487-2023-03910. It was reported that a trial patient experienced shocking stimulation during programming. Diagnostics revealed high impedance. Reportedly, the patient fainted and experienced nausea, headache and tingling sensation near left wrist, right elbow and left foot. A drip was administered to the patient. The symptoms improved the next day (B)(6) 2023). The lead was explanted on (B)(6) 2023 and patient was released from the hospital on (B)(6) 2023. The trial was ended a little early due to the reported issue. The symptoms are recovering.

Manufacturer narrative:
E1:reporter phone number: (B)(6) and reporter fax number: (B)(6). The reported event of high impedances was confirmed. The lead was received complete. X-ray analysis revealed that channels 5 and 7 lead wires were broken 3.0cm distal to the terminal end. The broken wires are consistent with an overstress condition the lead was subjected to. Per event details the patient experienced a strong electric current (stimulation) that occurred three times while being adjusted in the hospital for the purpose of the scs trial. The broken lead wires could have allowed intermittent contact with each other, which could have resulted in the uncomfortable stimulation the patient was experiencing.